Event description:
Handpiece was sent for repair with a broken 4-40 stud. The customer did not have complete details but reported customer thought it occurred outside of the sterile field and another handpiece was used with no pt consequence.